Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00013-1, 3002806535-2021-00014-1. Additional information received: item and lot numbers of the initial implant products are not available. Reason for the revision: instability. The x-rays (post implant, interim, and pre-revision as applicable) are not available. Surgical reports (primary and revision) are not available. The initial and revision procedures were not performed at the same hospital and by same surgeon. Patient information (e.g. Height, weight, activity level) are not available. The device/product did not cause or contribute to a death or serious injury. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure due to instability was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical products: medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00013, 3002806535-2021-00014. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2020.

Manufacturer narrative:
Cmp-0661125 this final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00013-2, 3002806535-2021-00014-2. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure due to instability was performed on (B)(6) 2020.